Event description:
A caller reported experiencing a cgm error identified as error 42. There was no adverse impact to the customer's blood glucose level. Customer technical support provided detailed instructions for performing a pump reset and guided the caller through the process, after which the error did not reoccur. The caller was advised to wait 20 minutes before starting their sensor session, which they understood and acknowledged.